Event description:
The customer reported that the device failed to power up in the selected mode.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up in the selected mode. The customer evaluated the device and reported to philips that the bezel assembly was replaced to resolve the issue.